Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified through follow-up with the physician's office that the patient was experiencing extracardiac muscle stimulation due to the left ventricular lead, which was reprogrammed to resolve the issue. There was no lead dislodgement.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2016, 5076-58 lead implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient was "being shocked in the stomach and back" and questioned if "one (lead) went loose." The patient presented to the hospital where a medical equipment company representative "turned it down" and then the patient immediately felt better. The left ventricular lead remains in use. No further patient complications have been reported as a result of this event.